Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Unit received with operating currents within specification. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with the suspend before low alert functioning properly during testing using the glucose sensor simulator. No unexpected insulin flow blocked alarm noted. Insulin pump received with the sg and bg in acceptable range during testing using the glucose sensor simulator. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 88 mg/dl. Customer stated that his pump had a threshold suspend. The customer was treated for the low blood glucose with a bolus. Customer¿s blood glucose level was 88 mgdl at the time of the call. The customer was assisted with troubleshooting and was advised to change the entire infusion set, insulin exited. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.